Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room with nausea and itching of the skin that had been present since (B)(6) 2015. The patient had been involved a motor vehicle accident on (B)(6) 2015 and was wondering if the pump was malfunctioning. The patient saw their managing healthcare professional (hcp) one week before the date of this report; the hcp told the patient that the catheter was kinked. A manufacturer's representative was requested to check the pump status, as the managing hcp was out of town and had no on call option. The pump was used to infuse morphine (unknown). No intervention or outcome was reported; follow up was being conducted to obtain further information. If additional information is received, a follow up report will be sent.